Manufacturer narrative:
Investigation is pending. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof, caused or contributed to a reportable event.

Event description:
The surgeon was performing a 2 level cervical fusion. The graft cracked during implantation when using the fortitude bone trial. The surgeon removed the graft fragments and replaced the graft with no surgical delay and not reported injury to the patient.